Manufacturer narrative:
(B)(4). Concomitant medical products: articular surface fixed bearing item # 42521000510 lot # 62846474. Femur cemented cruciate retaining standard right size 9 /item # 42502606602 lot # 62945429. Tibia cemented 5 degree stemmed right size f item # 42532007502 lot # 63078128. Palacos r 1x40 single item # 00111214001 lot # 81784428. Palacos r 1x40 single item # 00111214001 lot # 81784426. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent right revision procedure and subsequently was revised again due to infection.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.